Event description:
It was reported that customer experienced malfunction alarm on insulin pump, with prior pump history showing corrupt registry message and repeated malfunction notifications, but no blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump return for evaluation, and distributor coordinated replacement pump while awaiting device analysis, with no further outcome information available at this time.